Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered two boluses without user interaction. Review of the pump data logs by tandem technical support verified that the pump calculated a 0.9 unit bolus and a 0 unit bolus; however, both boluses were overridden and a 15 unit bolus and a 12 unit bolus were manually entered and delivered by the user instead. Tandem technical support did not observe any issues with the pump; however, customer maintained belief that pump delivered the two boluses on its own. The customer's blood glucose (bg) level was in the 50's mg/dl. Customer administered glucagon to address bg. The customer declined to perform further troubleshooting with tandem technical support.